Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft stenosis could not be confirmed through the submitted images. Additionally, review of the submitted log files did not confirm low flow alarms. A specific cause for the obstruction and a direct correlation between the suspected stenosis and the reported low flow events could not be conclusively determined. The account later communicated that the alarms were caused by hypertension and the pump speed being set too high. A direct correlation between the device and the reported hypertension could not be conclusively established through this evaluation. The submitted system controller event log file contained events from (19oct2023 through 20oct2023 and captured the pump operating as intended at the set speed, with no notable events or alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1, "introduction," lists hypertension as an adverse event which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Furthermore, section 4 provides recommendations on determining optimal fixed speed that will provide the desire level of cardiac support for each patient. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management,¿ states that ¿¿¿post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate.¿ section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D, is also currently available. Section 5, "alarms and troubleshooting,¿ also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was home listed for open heart transplantation status 4 and would be monitored outpatient.

Event description:
It was reported that log files were submitted for review. The patient was presented with asymptomatic low flow alarms presumed to be caused by hypertension and a high pump speed. The low flow alarms resolved with pump speed reduction from 5700 rotations per minute (rpm) to 5500 rpm and antihypertensive therapy. The patient was discharged from the clinic with ongoing unconfirmed suspicion for outflow graft stenosis. A ramp echocardiogram (echo) was performed on 13oct2023 and captured no evidence of pump dysfunction. A computed tomography angiography (cta) was performed on (B)(6) 2023 and captured that the outflow cannula was grossly patent based on radiology read. The cta captured a potential interruption in flow in the middle of the outflow graft that was unconfirmed. There were no unusual events captured in the event log file. The mechanical circulatory system (mcs) operated as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.